Manufacturer narrative:
The customer contacted a siemens customer care center and reported that collagen/epinephrine (col/epi) and collagen/ adenosine-5'-diphosphate (col/adp) results, obtained on four patient samples, were flagged with "maximum test time exceeded" on a pfa-100 system. Siemens discussed the handling of samples with the customer and the customer reported that samples are hand delivered according to their protocol. The customer reported that self tests are run on the system each day and that the tests recovered acceptably each day. The customer also indicated that they run quality controls (qcs) once a month, and qcs recovered within acceptable ranges on (B)(6) 2018. The customer repeated the samples using other reagent cartridges and the same results were obtained; the customer did not provide these results. As per the pfa-100 system instructions manual, when "maximum test time exceeded" is triggered and the non-closure result does not agree with the patient's clinical condition, there is a potential vacuum leak. The operator should "perform a self test via the maintenance menu without loading the cleaning pad. If the vacuum leak test fails, perform the manual o'ring maintenance procedure via the maintenance menu and rerun the self test." The operator should also repeat the sample using a new pfa test cartridge to verify the test result. The customer did not indicate whether they repeated the sample prior to reporting ">300 seconds". The customer did not provide the dates in which the flagged results were obtained, and therefore, was intentionally left blank. The customer also did not provide patient data to support the issue that they reported to siemens. Siemens is investigating the issue.

Event description:
The customer indicated that during a two week period, flagged collagen/ epinephrine (col/epi) and collagen/adenosine-5'-diphosphate (col/adp) results were obtained on four patient samples on a pfa-100 system. The customer reported these results as ">300 seconds" to the physician (s) and based on these results, the patients were transfused with platelets. The patients were sent to an alternate laboratory, where their blood was redrawn. The new samples were run at the alternate laboratory and the results recovered within normal ranges. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of adverse health consequences due to flagged col/epi and col/adp results.

Manufacturer narrative:
Additional information (08-jan-2019): the customer indicated that they will not provide additional information regarding the event reported in the initial MDR. Due to the lack of information, siemens was not able to determine the cause of the flagged collagen/ epinephrine (col/epi) and collagen/ adenosine-5'-diphosphate (col/adp) results. No further evaluation of this device is required.